Event description:
It was reported that a small volume folfusor overinfused. The expected therapy time was 48 hours, but after 24 hours the infusion was emptied. The balloon containing diffuser was slightly white.this was observed during use. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from june 08, 2022 - june 09, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.